Event description:
Philips received a complaint from the customer, reported that the v60 ventilator displayed a "check vent: primary alarm failed" error code (1102). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had displayed a "check vent: primary alarm failed" error code (1102). During troubleshooting, it was noted that a 1102 error message was logged, and a 5021 code was noted for a motor speaker failed. The rse recommended replacing the motor speaker. The rse also suggested that if the motor speaker is still good, the central processing unit (cpu) should be replaced. The customer followed up with philips and reported that the central processing unit (cpu) was replaced. The customer did not specify if the issue was resolved. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer was unable to provide the details requested regarding the allegation. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Additional details were provided. A service engineer (se) evaluated the device. It was reported that the issue could not be duplicated during the evaluation. The se confirmed that a 1102 error code (primary alarm failed) was recorded in the event log. The se noted that the customer replaced the power management (pm) printed circuit board assembly (pcba), central processing unit (cpu) pcba, and the motor control (mc) pcba to prevent recurrence of the reported issue. The se performed a full performance verification test (pvt), and all testing passed. The device was returned to service.